Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 463 mg/dl. The customer treated with a bolus. The customer stated that his infusion set came off from his body and the bolus wizard would not let him reach the number he was trying to get himself. The mentioned that the infusion set might have caught onto something. The customer was advised of the proper recommendations to improve adhesions. The customer was advised to monitor the problem and call back if issues persist.